Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the proximal left anterior descending artery (lad). The physician advanced the 3.0x24mm promus element stent delivery system (sds) in order to direct stent the lesion; however, the sds failed to cross the lesion. The physician then attempted to withdraw the sds and resistance was noted. The proximal portion of the stent was noted to be lifted. Following pre-dilation, the procedure was completed with another of the same device. No patient complications were reported, and patient status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. Struts on rows 6 and 9 from the distal edge were raised and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the proximal left anterior descending artery (lad). The physician advanced the 3.0x24mm promus element stent delivery system (sds) in order to direct stent the lesion; however, the sds failed to cross the lesion. The physician then attempted to withdraw the sds and resistance was noted. The proximal portion of the stent was noted to be lifted. Following pre-dilation, the procedure was completed with another of the same device. No patient complications were reported, and patient status is good.

Manufacturer narrative:
Device is combination product. (B)(4).